Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay and/or elecsys ft4 ii assay results for two patient samples from a cobas 8000 e (801) module. The serial number was requested but was not provided. The samples were repeated on centaur and architect analyzers. Refer to the attachment to the medwatch for all patient data. No erroneous result was reported outside of the laboratory. No adverse event was reported for the patients. A specific root cause could not be determined. From the information provided, a general reagent issue could most likely be excluded. For sample a, the event was most likely due to differences in the assays from different manufacturers such as the overall setups of the assays, the antibodies used, and differences in the reference materials or methods and the standardization method used. For sample b, as the results from the e801 and architect matched, the result from the centaur analyzer was possibly erroneous. Refer to the medwatch with patient identifier (B)(6) for the other assay involved.